Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent breast augmentation revision with two 275cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including tingling, headaches, loss of concentration, wrinkling, itching around armpits, right side lumpiness, getting hard, feel fold via nipple & wrinkling. The patient also reported that the implants were miss-shaped and thought they maybe ruptured, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.